Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter (B)(4). The initial result was 7.4 inr with a qc error. Testing was repeated and the result was 5.5 inr. There was no allegation of an adverse event. The customer did not know if the patient had hematocrit issues, but stated the patient's health in general is failing. The patient was not eating and drinking normally. The patient had no lupus, antiphospholipid antibodies, no other blood thinners or direct thrombin inhibitors in use. No signs of unusual bleeding or bruising. No changes in warfarin dose recently. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 223852-13) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned test strips and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.0 inr and 2.4 inr, donor hct: 44% and 42%. Testing results: donor 1: master lot / customer strip and meter: 2.0 inr/ 2.0 inr. Donor 2: master lot / customer strip and meter: 2.4 inr/ 2.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.